Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive even after battery change. The blood glucose levels were unknown. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted. However all buttons did not respond due to corroded keypad traces.